Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this patient presented with bradycardia and heart rate in the low 30 bpm range. The patient reported feeling a faster rate at times and also reported feeling dizzy and lightheaded intermittently over the past two months. A review of the data showed ventricular tachycardia (vt) episodes which were not vt, but rather vp with no capture. It could not be determined if the noise resulted in pacing inhibition causing greater than two seconds of asystole for this patient. Pocket manipulations were performed and the noise could not be reproduced and impedance measurements were stable. A revision procedure was performed and no lead damage was identified via fluoroscopy. Additionally, the lead terminal pin was visualized beyond the second set screw. The right ventricular (rv) lead and the device were removed from service and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.